Event description:
A report was received that alleges that the tracheostomy tube was in use on a patient. After an unknown amount of time in use, a leak was observed at the connection of the inflation line and the tube causing deflation of the cuff. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.